Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Ulcers and gastro-intestinal perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2019, the patient was referred to the general surgical department due to a possible colon perforation. However, the colon perforation was ruled out and the patient was diagnosed with a duodenal ulcer, which required surgery. On (B)(6) 2019 during surgery, the patient was found to have a duodenal ulcer. The physician reported that the duodenal perforation occurred due to the duodenum ulcer. The general surgeon informed that there was no problem in the peg and j tube, which remained implanted.